Event description:
The access site was the brachial artery. Two pressurewire 4 sensors were used by two doctors on same patient. When the first doctor tried to advance the first pressurewire sensor over a stenosis at right coronary artery (rca#3), it broke at 30 cm from the tip. Next, the second doctor tried to perform the procedure to cross pressurewire sensor over the stenosis at rca#3 but it was impossible to cross the stenosis. The second doctor tried to cross the stenosis with a torquer. During that procedure the second pressurewire sensor broke, at almost the same point of 30 cm from the tip.